Event description:
It was reported that the right atrial lead exhibited loss of capture, low impedance, and insulation anomaly. The lead was capped and replaced during a device upgrade procedure. The patient was fine.

Manufacturer narrative:
(B)(4).